Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Event description:
This event involved a patient who experienced low sound with their controller approximately two years and ten months post heartware lvad implantation. The patient noticed that when the alarm lights were on he couldn't hear the alarm on his controller. A new controller was given to the patient and the event was resolved without patient injury.

Manufacturer narrative:
The tga dir report number (B)(4) stated the power disconnect alarm did not sound. The reported complaint description indicated that the patient noticed the controller alarm lights and a "low alarm sound". The initial finding indicated that the no power audible alarm did not sound at the time the functional test was performed. Additional analysis determined that the nimh battery which supplies the power to the audible alarm circuit for power disconnect alarm was depleted at 0v. However, after running the controller for several minutes, the nimh battery was adequately charged and the audible alarm sounded low as reported.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad® controller con001017 in relation to the reported event. This included visual/functional testing and review of manufacturing documentation. The controller was returned to heartware® for evaluation. External analysis showed no noticeable signs of physical damage to the controller. During functional testing the high priority audible alarm for power disconnect did not sound. Internal visual inspection of the speaker shows that there was a hole on the speaker's diaphragm. Review of manufacturing documentation confirmed that con001017 met all requirements for release. The cause of the reported event was determined to be the damaged speaker.